Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) france alleging that the threads of her onetouch delica lancing device were stripped/ damaged. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr who conducted a follow-up call with the patient. The patient reported that the alleged product issue first started "more than a week ago" when the threads of her onetouch delica lancing device "broke". The patient manages her diabetes with "trulicity, one injection a week, diamicron, dose varies based on blood glucose results but normally around 1.5 tablets a day and metformin, 2 tablets a day". She reported that in response to the alleged product issue she took an "increased dose of medication" however she did not provide any further information on this. The patient claimed that at an unspecified time after the start of the alleged product issue she began to develop the symptoms of "very tired, sweating, headache, dizzy, blurred vision and she threw up". She reported that in response to these alleged symptoms she self-treated with "food/ drink". During troubleshooting the csr verified that this was not the first time the patient had used the subject lancing device and the patient was using the correct lancets. Replacement product was sent to the patient. This complaint is being reported because the patient reported developing symptoms suggestive of a serious injury adverse event after the threads of her onetouch delica lancing device became damaged.